Manufacturer narrative:
(B)(4).

Event description:
It was reported that significant variation in lead impedance measurement, in both bipolar and unipolar configurations, were noted. The lead testing was stable. The lead most likely will be changed during a generator change out. The patient is stable and will continue to be monitored with regular follow-ups.